Manufacturer narrative:
During the eval of the device at the MFR's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address these issues.

Event description:
The MFR received info from a third party service center alleging a "service required" alarm condition occurred. There was no harm or injury reported.